Event description:
During a routine f/u, early battery depletion was observed. In addition, the nurse had difficulty interrogating the device. The device was programmed to all functions off and scheduled to be explanted the following day.

Manufacturer narrative:
H.3 evaluation summary: the anomaly was confirmed and found to be caused by excessive current drain. The excessive current was from a damaged transistor. The transistor loaded own the v2x signal which drained the battery faster than normal and also caused noise on the real-time electrograms. The cause of the transistor damage was not determined although it is possible that the device may have been damaged by an external source (electro-cauterization).